Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm permanent cautery hook instrument monopolar current did not work. The cables were replaced but with no success. The new instrument worked without any problems. The monopolar current did not malfunction during the previous operation. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm permanent cautery hook instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken conductor wire when the distal subassembly was disassembled during in-house testing. Electrical continuity test was performed and failed. Additional observations not reported by site: the instrument was found to have thermal damage to the monopolar yaw pulley near the yaw pulley and conductor wire interface. Thermal damage is likely a result of the broken conductor wire at the weld. Components adjacent to the yaw pulley show thermal damage. The instrument was found to have thermal damage on the conductor cap.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm permanent cautery hook instrument for failure analysis investigation. The instrument was analyzed and the initial findings were partially confirmed. The instrument was confirmed to have a broken conductor wire however, it was not broken at the weld and was instead broken inside the yaw pulley. Ftir was performed on a sample of the charred material on the yaw pull and identified a match to human protein and blood indicating their presence in the location of the damage. The instrument was given to design engineering for further review. A CT scan of the hook assembly showed that the conductor wire was still crimped to the electrode on the hook. This indicates that the crimp did not fail and that the conductor wire broke outside of the crimp. It was also identified that the hook was loose and twisted from its normal position. This likely occurred due to the hook being impacted or pulled with enough force to twist it, then causing the conductor wire to break.